Manufacturer narrative:
The evaluation of the returned lens confirmed a broken haptic as stated by the reporter. Since the lens haptic was not broken before implantation, evidence suggests the haptic was broken during surgical manipulation.

Event description:
Surgeon reports haptic broke off and the lens became decentered. The lens was explanted on 11/21/96, approx. 1 month after implantation.